Manufacturer narrative:
This event occurred at (B)(6) hospital (B)(6). Investigation conclusion: review of the log files provided by the account revealed elevations in lvad operating temperature and pump power on (B)(6) 2019 which appeared to be the result of motor instability; however, a specific cause for these events could not be conclusively determined. The submitted controller event log files collectively contained data from (B)(6) 2019 as well as 11mar2019 through 13mar2019. On (B)(6) 2019at 6:02:49 pm, the pump speed was captured at 1000 rpm (3800 rpm below the low speed limit) and the low speed advisory alarm was active. From 6:02:49 through 6:06:44 pm, elevations in motor power, ranging from 59.028-61.609 mw, were captured and were associated with motor instability fault flags and temperatures ranging from 105-112c. High current, harmonic compensation, magnetic centering, and circuit over temperature lvad fault flags were also captured as well as low flow hazard, low speed hazard, and lvad internal fault alarms. The driveline was ultimately disconnected and the controller was removed from external power at 6:23:42pm which was consistent with the first reported controller exchange. The patient was then returned to controller (B)(4) on 13mar2019 at 12:12:59am when the reported second controller exchange occurred. The remaining data was consistent with the controller not being in use. The hm3 lvas patient handbook instructs the user to call their hospital contacts if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that an unspecified audible alarm sounded when the system controller was connected to the mobile power unit (mpu) at the patient's home. The patient presented to the clinic in good condition. Changing the mobile power unit and system controller did not resolve the alarm. The issue resolved after exchanging the modular cable. It was noted that the patient had once had the white and black cables on the system controller twisted partially. The patient was discharged home without complication. The system controller log files reviewed by the manufacturer¿s technical services found an lvad internal fault/pump over temperature alarm. Also found were no external power/low power hazard events caused by power to the mpu being briefly interrupted. The backup battery continued to run the pump during these times. No additional information was provided.